Event description:
It was reported that the patient alert triggered, and the right ventricular (rv) lead exhibited high impedances. The lead will continue to be monitored, and remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the actual lead was not returned for analysis. However, performance data collected from the device was received and analyzed. Impedance/high impedance: 1 - patient alert for oot subthreshold lead impedance (B)(6) 2012. Weekly pace lead trend data shows a gradualincrease for min and max ventricular pace bi impedance= 1064 to 1463 ohms peak between (B)(6) 2012.

Event description:
It was reported that the patient alert triggered, and the right ventricular (rv) lead exhibited high impedances. The lead will continue to be monitored, and remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Corrected information: no eval explain code. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).